Manufacturer narrative:
Product evaluation: the results of the investigation concluded that the tip coil of the radiopaque tip had been fractured and separated from the distal end sensor element (jacket) and the distal end of the corewire; the fractured tip coil was returned. The corewire had been bent and remained intact. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the tip coil damage is consistent with forcible contact during use. The pressurewire instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire instructions for use (IFU) states that torquing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip. The pressurewire instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance.

Event description:
The pressurewire aeris got stuck when the device was attempted to be crossed into the lad lesion. When the physician tried pulling the device out, the pressurewire fractured. The fractured portion of the pressurewire remained within the catheter. A non-sjm catheter was used to trap/catch and retrieve the fractured portion. The fractured portion was safely withdrawn from the patient. After that, another pressurewire aeris was used to continue and complete the procedure. No fragment of the pressurewire remained in the patient and there were no consequences to the patient.